Event description:
"Patient was admitted for acetabular revision for poly wear. X-rays showed well fixed shell as well as e-series stem. Both well positioned. Some osteolysis lesions noted in superior aspect of shell near screen holes. No screws were placed at initial surgery.the calcar had resorbed (stem was collared). There was a pedistal noted at the distal stem tip. Patien did well one exception-a dislocation of the left hip approximately 2 yrs ago treated conservatively. At this time the insert was removed without incident using a 4.5 screw thru poly to disengage liner. A defect was noted near the apex of hood." The femoral head was removed near the apex of hood.